Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient claimed receiving multiple shocks from his device. Device interrogation indicated no shocks were received and no ventricular tachycardia/ventricular fibrillation events occurred. The patient experienced multiple inappropriate mode switches due to atrial over sensing. Additionally, far r wave sensing and retrograde conduction was noted on the egms and during device interrogation. The atrial over sensing and inappropriate mode switching were resolved with reprogramming. Reprogramming was also done to address the retrograde conduction. The patient's condition before, during, and after the event was stable.